Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Date of investigation: 2024-08-14 result of investigation: the cable uh801, lot tm01-01953 was found with a cut/ mechanical defect close to the bending protection. The copper wires are already visible due to the depth of the cut. Most probable root cause: mechanical damage due to incorrect handling of the cable. The cable isolation as well as the copper wire itself were cut. Therefore, no current flow was given. This led to a high contact resistance which was the cause of the sparks and flame seen by the user. There is no indication for a material of manufacturing failure. The defect can be rated as user error.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an operation was performed for gynecological bipolar plasma electrotomy. At the beginning of the operation, when all devices were connected and used, it was found that the wire (near the joint of the electrotomy hand had an open flame erupting outward. After the operation was stopped, the uh801 wires were replaced, and the operation was performed. No serious injury or additional medical intervention is reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Additional information is provided in section d4, and d9. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).